Manufacturer narrative:
(B)(4). Batch #t5d42j. Investigation summary: the analysis results found that one pcee45a device was returned with the anvil bent upwards and with an ecr45g reload loaded on the device. The reload was received partially fired 2/3 with the cartridge deck damaged. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Additional information was requested and the following was received: email received from (B)(6). The staples weren¿t formed properly and the staple line wasn¿t complete. The device also didn¿t cut. As I mentioned before there was no patient consequence.

Event description:
It was reported that during a vats lobectomy, a misfire happened with the gun. Upon firing, the device seemed to slide and it wouldn¿t open properly. The surgeon used the reverse button, but still the jaws wouldn¿t open. A roberts device was then used to pry open the jaws and remove the lung tissue. Upon inspection of the tissue, part of this had been stapled correctly whilst part of the staples didn¿t seem to form or cut correctly. There were no patient consequences reported. No additional information is available at this time.